Event description:
Foley catheter malfunction prior to indwelling catheter insertion, tray containing foley connected to the collection bag was inspected. It was noticed that the collection specimen- port broke loose. New tray was retrieved, but indwelling foley balloon was ruptured on inspection. Finally, a new tray was used, but proved defective the next day, due to balloon disinflation. New foley catheter placed. Lot number: 23ebc572 #18.